Event description:
It was reported that during normal device change out, externalized conductors were suspected via fluoroscopy. No electrical anomalies were detected. Based upon the review of images provided to st. Jude medical, the conductors do appear to be externalized. Lead remains implanted. Patients condition was good.